Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the screw not tightening does not pose any risk to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-05192).

Event description:
It was reported that patient underwent an initial right total knee surgery on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, it was noted that the set screw for the offset adapter would not tighten properly. No further information is available.